Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd pas contacted the customer to provide troubleshooting, and recommended the customer use a bd lithium heparin tube (catalog 366667).

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367960 batch no. Possible lots 8303720 or 9095784. It was reported that there was high potassium results. There has been high potassium results. Dates of event: it has occurred since (B)(6) 2019. Patient identifier will be provided. Spoke with the customer. They are using the pst tube for whole blood determinations of blood gas k+ on the nova biomedical bioprofile flex ultra analyzer. The normal values should be 3.5 - 5.0 and they are getting 6.0, 6.2 consistently on all patients since (B)(6) 2019, with the lots #s provided. The samples are re-run on the vitros and the results are in the normal range, and these results are reported out. The customer believes that the problem lies with the nova analyzer, and not with the tubes. She has had the service tech in several times and he replaced boards, sensors, and other parts. I explained that we do not have data for blood gases for our tubes. She stated that nova recommended bd tubes for testing. I provided 366667 as a liheparin tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8303720. Medical device expiration date: 2019-11-30. Device manufacture date: 2018-10-30. Medical device lot #: 9095784. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367960 batch no. Possible lots 8303720 or 9095784. It was reported that there was high potassium results. There has been high potassium results. Dates of event: it has occurred since (B)(6) 2019. Patient identifier will be provided. Spoke with the customer. They are using the pst tube for whole blood determinations of blood gas k+ on the nova biomedical bioprofile flex ultra analyzer. The normal values should be 3.5 - 5.0 and they are getting 6.0, 6.2 consistently on all patients since 09/13/2019, with the lots #s provided. The samples are re-run on the vitros and the results are in the normal range, and these results are reported out. The customer believes that the problem lies with the nova analyzer, and not with the tubes. She has had the service tech in several times and he replaced boards, sensors, and other parts. I explained that we do not have data for blood gases for our tubes. She stated that nova recommended bd tubes for testing. I provided 366667 as a liheparin tube.